Manufacturer narrative:
The failure investigation has been completed and the touchscreen issue was verified. Functional testing was performed and no failure was identified related to the elevated blood glucose issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to experiencing an elevated blood glucose (bg) level of 600 mg/dl; cause of bg was unknown. Intravenous fluids were administered to address bg level. Customer was released from the ER the same day with bg of 243 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.